Event description:
Salem sump tube anti-reflux filter became wet/clogged. Rn reported unable to flush anti-reflux filter with lopez valve on salem sump tubing set with air. Rn replaced the filter/valve assembly on the tubing set, and problem was resolved.